Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side deflation and exchange due to concern with the product. Healthcare professional reported additional "breast pain". Device has been explanted and discarded after surgery.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.7, g.3, h.3, h.6.

Event description:
Healthcare professional reported additional "breast pain". Device has been explanted.

Manufacturer narrative:
In response to FDA number: mw5092662. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " slow leak" and exchange due to concern with the product.

Event description:
Patient reported left side" slow leak" and exchange due to concern with the product.. Device remains implanted.